Event description:
It was reported to philips that the system displayed both large and small focus error messages. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.